Event description:
It was reported to philips that the customer was attempting to perform transcutaneous pacing on a patient and were unable to achieve capture despite increasing the milliamps to the maximum amperage. The alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.